Manufacturer narrative:
The insulin pump alarmed motor during rewind due to motor leaking oil and contaminating the motor home switch also received with a detached end cap. Unable to verify e70 or e40 alarm due to motor error alarm. The drive support disk was inspected and no anomaly was noted. The insulin pump had minor scratched lcd window, cracked lcd window, cracked case at the display window corner, cracked battery tube threads, broken reservoir tube lip and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that they received motor position encoder error alarm, readback error alarm and a motor error alarm. The customer's blood glucose was 132 mg/dl at the time of incident. The customer stated that the whole back piece kept falling out. The customer stated that the drive support cap was sticking out during priming. The customer was advised that the insulin pump will need to be replaced. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.